Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device by olympus australia confirmed the followings; no leak from the instrument channel and the distal end were noted. There were no foreign materials in the instrument channel. Olympus could not analyze the reported foreign material because it was discarded by the user facility. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, there is possibility that the reported event was caused insufficient reprocess. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the customer was feeding air into the channel of the device, a black and brown foreign material came out of the channel. There was no report of patient injury associated with this event.